Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at post-implant interrogation the right atrial (ra) lead exhibited sensing of ventricular events, with no sensing of underlying intrinsic sinus activity. It was also reported that the right atrial (ra) lead had no capture at max outputs, and had a dislodgement. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.